Event description:
It was reported that the patient had a 22 beat run of ventricular tachycardia (vt) that the implantable cardioverter defibrillator ( ICD) device did not detect. The clinician expected the vt would be treated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).